Event description:
Customer reported that the insulin pump has been using batteries like crazy. Customer noticed that the insulin pump had a sudden off no power alert without receiving a low battery alert. Customer's blood glucose reading at the time of the call was 155 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received within normal operating currents. No unexpected low battery alarm or off no power alarm noted. The insulin pump has cracked case at display window corners and cracked reservoir tube lip.